Manufacturer narrative:
(B)(4). Corrections: device returned; results code and evaluation code were removed. Evaluation summary: analysis was performed on the returned device. Based on the returned device condition, a failure mode could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review was not performed as the failure mode is unknown. In the absence of a specific failure mode reported or identified based on the returned device analysis, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date: the device was not returned for analysis. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, there were problems with the proglide device. A second proglide device was used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.